Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 jun 2026, senseonics was made aware of an incident where user observed transmitter physical damage with occasional warmth to the touch. The device was requested for further evaluation.